Event description:
The facility reported a colleague infusion pump with failure code 589:317:1061. According to the facility, this event was reported to have occurred during use in the medical surgical unit. This condition may have interrupted delivery. It is unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event as the customer is not willing to be contacted. No additional information is available. The user interface module software version of this pump is currently unknown.

Event description:
This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Corrected data: the device software version was erroneously omitted from the follow-up medwatch. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
The reported condition of failure code 589:317:1061 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. Complaint no: (B)(4).